Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received 2 results of 160 mg/dl. The normal control range was 73-106 mg/dl. The customer did not allege any adverse events. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.